Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to emergency lamp failure (error code e207). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a failure within the emergency lamp. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a e207 (emergency lamp error) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered failure inside the emergency lamp and hard connection due to wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.